Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the spaceoar placement procedure, the hydrogel was hydrogel migrate to the rectal wall. The physician reported that it is possible that when the needle tip was lost from sight during the puncture, the hump caught on the rectal wall. The patient experienced bloody stools possible related to his medical story of hemorrhoid. There were no additional adverse events report.